Event description:
A transition gate bracket mount installed on (B)(6) 2013 and used daily for the last two years was seen with the locking pin stuck in up position, the locking screw on the lock pin was missing, and other signs of wear and tear. It was reported the motor fell off the track and landed on the head of an experienced female employee and the individual suffered a concussion and was placed on extended medical leave.